Manufacturer narrative:
Date of event is estimated. Date of explant was in 2023. Further information was requested but not yet received. The allegation is against 1 of 2 devices; however, it is unknown which component, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs penta lead, model: 3228ans, UDI: (B)(4), serial: (B)(6), batch: a000132365.

Event description:
It was reported that the patient had an implant related infection. Our investigation did not determine a specific site. Since most implant related infections occur at the ipg site, the ipg information has been disclosed. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Correction: d10- lead was removed from devices. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient experienced an infection at the ipg and lead site. Patient was hospitalized. Surgical intervention was undertaken on an (B)(6) 2023 wherein the entire system was explanted to address the issue.